Event description:
It was reported the defibrillator and ventricular lead experienced oversensing and non sustained tachycardia as well as the lead impedance decrease the same day as an open heart procedure. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.